Manufacturer narrative:
The alleged device was investigated by a field service engineer at the clinic location. The treatment records were reviewed by a software engineer. In addition, the device history record was reviewed. There were no deviations in the manufacturing of the device. Based on the information available, the root cause of the reported malfunction was traced to device design. An algorithm problem was identified. Corrective measure has been implemented to correct the software. There are no additional events reported by the customer.

Event description:
On (B)(6) 2019, clinic physician reported that during treatment, the energy delivered to the patient appeared greater than expected when using the vbeam prima with a 595, 3x10 mm spot size distance gauge. A call was placed to candela service department requesting a service engineer to evaluate the device at the clinic site. The service engineer evaluated the device and reviewed the treatment log, and reported that the device did not detect a 3x10 distance gauge but allowed the operator to continue to treat the patient. Expected treatment output for the 595, 3x10 mm spot size, settings at 10 ms pulse width, and 13j/cm2 fluence should be ~3.58j. However, the device log indicated that the distance gauge was not detected, and the energy output for the undetected distance gauge was 11.55j. The device log also indicates this event occurred on six laser pulses. The service engineer suggested to the clinic to stop using the laser system. Additional information was solicited and received. Patient demographics provided and it was reported that the patient experienced severe purpura. The patient was treated with topical antibiotics. There is no report of the patient receiving additional medical intervention.